Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse found the small syringe was leaking. Fse replaced the small syringe, ran two racks of patient samples; total areas are all within the normal range (acceptable range is 500-4000; optimal is 700-3000). Fse then performed precision test, ran calibration, and ran quality controls (qc); all results were within acceptable range. The g8 instrument is performing as intended and the error cleared. No further action was required from field service. A 13-month complaint history and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were three similar complaints identified during the searched period. The g8 operator's manual under chapter 6-troubleshooting states: 200 area low error is generated when three successive results fall below the lower limit of the total area (50) occur. If the error message is present when sufficient volume of sample is set in the rack, the problem may be caused by an empty reagent (hemolysis & wash solution). Check the remaining volume of hemolysis & wash solution and start the assay again. The most probable cause of the reported issue was due to clogged prefilter.

Event description:
On (B)(6) 2018, a customer reported getting 200 area low error during patient samples (acceptable range is 500-4000; optimal is 700-3000) on the g8 instrument. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Event description:
N/a

Manufacturer narrative:
(B)(4) device evaluation by manufacturer: probable cause of the reported event was due to failure of the small syringe.